Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Device component code (B)(4) is related to device problem code (B)(4) for the problem of lead suture broke. Mfg site name - (B)(4) medical. The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during the anterior/posterior repair procedure on (B)(6) 2017. According to the complainant, during the procedure, the physician went to fire the capio and the suture holding the bullet was broken. The procedure was completed with another uphold (tm) lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.